Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was displaying inaccurately high readings compared to the patient's feelings. The medical surveillance specialist (mss) was unable to reach the lay user/ patient for follow-up questions. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on an unspecified time on (B)(6) 2010. The patient reportedly tested his blood glucose on the subject meter and obtained results of "173 mg/dl" at 6:15 am, "373 mg/dl" at 8:15 am, and "455 mg/dl" at 9:15 am. It is not known if there was an intervention that would be expected to affect the blood glucose results in between testing. The cca documented that the patient tests his blood glucose three times a day and manages his diabetes with insulin (self adjuster). The patient confirmed that he did not change his usual diabetes management routine as a result of the alleged meter issue. On (B)(6) 2010, the patient claimed that he developed "low blood sugar, confusion, broke out in sweat, and his eyes turned yellow." It is not known if the patient attempted to test his blood glucose with the subject meter at the onset of his symptoms. The patient reportedly treated himself with 4 units of insulin and eight glucose tablets. The patient denied using any other meter to test his blood sugar level. During the troubleshooting session, the cca walked the patient through a quality control test on the subject meter and the result was not in range. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims he obtained inaccurate high readings on the subject meter and reportedly developed symptoms suggestive of a serious diabetic injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.